Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was 800 mg/dl. The customer required assistance due to bg level and was treated with an insulin drip and a manual injection. The customer reverted to an alternate method of insulin therapy.